Event description:
It was reported that during a coronary stenting procedure, deflation difficulties were encountered. The physician had deployed a cypher stent in a calcified, 95% + stenosis in a tortuous lad. The lesion had been pre dilated prior to stent placement. The deployment of the cypher was successful and the physician was using the quantum maverick 15 x 2.5 mm for post dilatation of the stent. He met with resistance when advancng the balloon catheter. The physician inflated the balloon 4-5 times, from 16-20 atms. Following the 5th inflation to 20 atms, he could not deflate the balloon. He tried to deflate the balloon by inserting the back end of guide wire and cutting off the hub of the catheter, but without success. He then pulled back the catheter to the sheath. The balloon was then ruptured with a spinal needle for removal. The patient was asymptomatic at the time; no injuries or complications were reported.